Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the central venous catheter. During the procedure defect was noted in peel apart sheath and injured a vessel. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual lumen, 7f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7.0fr peel apart sheath and one vessel dilator was returned for evaluation. Visual, microscopic and functional were performed on the returned device. The peel apart sheath and vessel dilator were received loaded together. The device appeared to be bent. Bunching was noted on the distal portion of the sheath shaft. The distal tip of the dilator was noted to be deformed; the distal tip of the vessel dilator was noted to be deformed as the edges were noted to be jagged throughout. Therefore, the investigation is confirmed for reported nonstandard and the identified deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D6a, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the central venous catheter. During the procedure defect was noted in peel apart sheath and injured a vessel. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual lumen, 7f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7.0fr peel-apart sheath and one vessel dilator was returned for evaluation. Visual, microscopic and functional were performed on the returned device. The peel-apart sheath and vessel dilator were received loaded together. The device appeared to be bent. Bunching was noted on the distal portion of the sheath shaft. The distal tip of the dilator was noted to be deformed; the distal tip of the vessel dilator was noted to be deformed as the edges were noted to be jagged throughout. Therefore, the investigation is confirmed for reported nonstandard and the identified deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman/leonard/broviac central venous catheter. During the procedure, a defect was noted in the peel-apart sheath and it was very sharp. Reportedly, it injured a vessel. The current status of the patient is unknown.